Event description:
It was reported, the patient is experiencing positional changes since the implant procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.